Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that when the device was interrogated in the box, the device reverted to backup vvi. There was no patient involvement.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to severe code corruption that occurred in the field. The device was tested on the bench and it exhibited normal functionality with electrical and mechanical testing. The backup mode was not reproducible after multiple attempts. The device battery was found to be in normal range of operation. The cause of the bvvi was code corruption during the field use.